Manufacturer narrative:
Device manufacture date. Monitor - 02/2007. Electrode belt - 04/2006. Device evaluation summary: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The monitor had a rear response button that was inoperative. It would not respond when pressed the monitor also had both response button covers missing. There was heavy corrosion on the ca board at the interconnect (please see attached pictures). When the monitor was downloaded, there was no gel release flags or pulse delivered flags. There were some voltage faults that were caused by the corrosion on the ca board. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is unknown at this time. The root cause of the corrosion looked to be liquid ingress into the monitor. The electrode belt functioned normally. It was restocked. The gel was not released. The patient did not receive a shock. Patient may have felt the vibration alarm in her back and thought this was shock. The contamination in the monitor could not have caused a shock without any flags to be generated. No adverse event resulted from the faulty response buttons. The patient received a replacement monitor and electrode belt.

Event description:
A female patient contacted lifecor customer support to report that she received alarms last night. She said that she tried to respond, but it did not work. She said it kept getting louder and louder and then it shocked her. She said it happened twice and once her husband was unable to move away fast enough, and he was shocked also. Support asked the patient for a download. She was unsuccessful twice. She said that it would dial and then stop. Support asked the patient if there was blue gel on her body or the garment. She stated that it was hard to tell. Support called the territory manager (tm). The tm went to the patient's house. The tm stated that the device would bong and she could not stop it using the response buttons. The tm stated that there was no gel release, and that she believed the patient was not shocked. The tm set the patient up with a new monitor. The new baseline was compared with the last download from the old monitor. The traces looked comparable. The patient still insisted that she was treated. The tm swapped out the belt for patient satisfaction. The tm asked how the patient felt and she stated that she was feeling light headed and dizzy. Support told her to call 911. She said she would not because she was in a remote area. The tm urged her to call 911 if this continued.